Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, and the patient subsequently died. The event was manifested by fever and cloudy effluent. It was not reported if the patient was hospitalized. The cause of the event and treatment details were not reported. On an unreported date, the patient died. The cause of death was reported as peritonitis; however, it was not reported if an autopsy was performed. Fifty three days prior to the receipt of this report, dianeal therapy was discontinued; however, as the date of death was not reported, it is unknown if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.